Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged from 70-71 mg/dl. Reportedly, the customer reverted to an alternate method for insulin therapy.